Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via manual injection.